Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer could not recall past blood glucose (bg) levels but stated that their bg levels did not exceed 240 mg/dl. In order to resolve the occlusion alarms, the customer would change their supplies and insulin delivery would be resumed. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.